Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited foreign objects in laser light cable (llk plug) of video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of foreign objects in laser light cable (llk plug) of video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.